Event description:
The customer reported that following a diagnostic catheterization procedure, an attempt was made to deploy an on-site device. It was reported that the patient was "very large," so the physician chose to use on-site instead of perclose. The user was not experienced and was being precepted by a certified on-site user in the cardiac cath lab. While attempting to get temporary occlusion of the arteriotomy with the on-site disc, the operator was unable to control active ooze. The operator pulled harder on the locator and pulled the on-site disc through the arteriotomy. Another on-site locator was placed and was also pulled through the arteriotomy. The deployment procedure was aborted and manual compression was held. The patient was moved to the step-down unit after hemostasis was achieved by manual compression. After the patient reached the floor, she complained of pain, and a subsequent retroperitoneal bleed was discovered. The patient was given four units of blood and had an extended stay of four days in the hospital. No further details regarding the stick or catheterization procedure were available at the time of this report to facilitate a thorough investigation of this incident.

Manufacturer narrative:
No further details regarding the initial stick or catheterization procedure were provided. A supplemental medwatch report will be submitted if further information is obtained regarding the incident, initial stick, or catheterization procedure. However, literature indicates that retroperitoneal bleeds can only result when there is an arterial puncture above the inguinal ligament. Since on-site was never actually deployed, we do not believe that the attemps to deploy on-site were in any way related to the patient incident. The on-site instructions for use provides recommendations for use in specific patient populations which indicates that safety and effectiveness has not been established in patients that are morbidly obese, patients with double wall punctures including multiple punctures of the same wall. In addition the instructions for use procedure related precautions indicates that the on-site procedure should only be performed by licensed physicians (or other health care professionals authorized by, or under the direction of such physicians) posessing adequate training in the use of the device, e.g., participation in a datascope training program.